Event description:
It was reported that during implant the lead exhibited low lead impedance. The lead was inserted into the device along with a his bundle lead, which was a deviation from protocol. The resolution is unk.

Manufacturer narrative:
All information provided by the manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.